Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 26 mg/dl. Cause was not known. Reportedly customer had a seizure and a broken nose. The customer administered a glucagon injection prior to the ER visit to address bg, and was treated with intravenous fluids of saline while in the ER. Customer was discharged from the ER 10 hours later with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.